Event description:
It was reported that during preparation of triclip xtw, while loading the clip, a small tear in the end of the clip introducer was observed. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported difficulty inserting clip introducer over the clip resulting in torn ci cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of triclip xtw, while loading the clip, a small tear in the end of the clip introducer was observed. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received: difficulties inserting the clip introducer over the clip occurred.